Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection fortum (1g, fourteen days, frequency and route were not reported) and injection vancomycin (2 g, frequency, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, antibiotic therapy was completed and the patient¿s peritoneal dialysis effluent was clear. The patient was doing well and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.